Event description:
The consumer alleges the brakes gave out and popped off the rollator and was reportedly taken to the hosp and given pain meds. Based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filing this MDR.

Manufacturer narrative:
User stated they were backing up with the device from her car when a component allegedly broke. User allegedly went to the hosp and was given pain medication. No serious injuries were reported. Due to the pain medication allegedly received and based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filing this MDR.